Event description:
Allegedly this product was removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigaiton is complete. This is the same event as 1043534-2010-00288. This event occurred in (B)(6).

Event description:
Allegedly this product was removed during the revision of another component.

Manufacturer narrative:
Conclusion: product did not contribute to event. Evidence that product in spec when used. Use of device could not be determined.